Manufacturer narrative:
An olympus field service engineer visited the customer and confirmed the reported image issue and returned the device to an olympus service center for further evaluation. Upon inspection and testing, service confirmed the customer¿s reported image issue (no image). In addition, service found the camera cable was damaged and the control body was worn. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The nurse at the user facility reported that while preparing the subject device for a therapeutic arthroscopy procedure, there was no image on the screen. Another similar device was used to complete the procedure with no delay. There was no patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was presumed that images are no longer displayed due to a charge-coupled device (ccd) failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.